Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After software download, normal device function resumed. The patient's condition was good post event, with no more pectoral stimulation afterwards.